Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. The customer also alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/013/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots following a ¿replace battery alarm.¿ the pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap measures were found to be within specification. The battery compartment was intact with no cracked. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms. An ¿intermittent power¿ event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.